Event description:
It was reported that during a laparoscopic low anterior resection procedure, the cartridge pan came off when the cartridge was loaded into the device for the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45g cartridge reload was received unfired, and with the cartridge pan bent and disengaged at proximal right side. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional test could be performed due to the condition of the cartridge reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.